Event description:
As reported, during use of a 6f exoseal vascular closure device (vcd), the device slipped out before the visual indicator turned black/black. It seemed as if the indicator wire did not catch on the vessel wall. The procedure was completed with manual compression. There were no reported injuries to the patient. This was at the end of procedure to treat a superficial femoral artery (sfa) stenosis. A contralateral approach was used with a 6f non-cordis sheath which was exchanged for an unknown 6f short sheath prior to use of the exoseal vcd. Additional information was requested but was unavailable. The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, during use of a 6f exoseal vascular closure device (vcd), the device slipped out before the visual indicator turned black/black. It seemed as if the indicator wire did not catch on the vessel wall. The procedure was completed with manual compression. There were no reported injuries to the patient. This was at the end of procedure to treat a superficial femoral artery (sfa) stenosis. A contralateral approach was used with a 6f non-cordis sheath which was exchanged for an unknown 6f short sheath prior to use of the exoseal vcd. Additional information was requested but was unavailable. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18457213 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator wire damaged loop" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. No preventative or corrective actions will be taken at this time.